Event description:
It was reported that, while the doctor took the hydroset syringe and attempted to inject, the syringe broke while trying to push the hydroset through the cannula. When the doctor turned to show the syringe to the rep, hydroset spilled from the barrel. This occurred at 2:45 mark since mixing the hydroset. A backup hydroset was used to complete the procedure successfully.

Manufacturer narrative:
The actual device was not returned for investigation. The investigation was performed based on the tests performed on the retained samples and review of batch mfg records. Both the retained samples passed the tests. Based on the checklist filled out by the customer, it was found that some amount of liquid bounced out of the cup when the liquid was injected into the powder. The exact root cause of the reported event could not be determined, but it can be that the cement hardened too quickly due to incorrect ratio of liquid and powder components. No indications were found for any material or mfg related issue.